Event description:
A cracked and shattered touchscreen on the pump was reported, making it unresponsive and illegible for interaction. There was no adverse impact to the customer¿s blood glucose level. The customer did not have a backup therapy available, intending to contact their healthcare provider, while tandem technical support arranged for a replacement pump to be sent and instructed the customer on returning the damaged pump.